Event description:
The patient ((B)(6)) received an scs system, including an ipg. During the implant procedure, the lead contacts 1 and 8 tested invalid when connected to the ipg; however, the patient appeared to have good stimulation in both legs. After the procedure, the patient reported that stimulation had degenerated throughout the day. Lead impedances were checked and more than one contact was now invalid. On (B)(6) 2009, the physician surgically examined the patient's scs system. At this time, he reportedly found fluid ingression in the ipg header. The ipg was explanted and replaced. The explanted ipg was returned to the manufacturer for analysis. No further information is available.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.